Manufacturer narrative:
The release for the disposable used was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. According to the reporter, no further information can be obtained regarding this issue as the surgeon and reporter do not wish to be contacted or to be identified. The root cause could not be identified conclusively because no logfile or other relevant data is available for review. Potential contributing factors to the lost vacuum may be movement of the patient or improper docking. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Sample was received by the investigation site for evaluation. No abnormalities found. Due to the lack of data we cannot determine the extent of the lost vacuum and the influence on the patient. However, it can be determined that the patient interface meets specifications and can be excluded as a contributing factor. Potential contributing factors to the lost vacuum may be movement of the patient or improper docking. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested (B)(4).

Event description:
A pharmacist reported vacuum lostsduring a refractive procedure. Impact on patient is unknown. The devices did not work properly. Replacement of devices was immediately performed with new ones or by opening new packs. Additional information has been requested.